Event description:
Report received of an over-delivery of corlopam. The patient was receiving corlopam 10mg/250ml normal saline at 0.5mcg/kg (11ml/hour). The patient was scheduled to have a renal angiogram. The corlopam was hung two hours prior to the start of the procedure. The customer contact could not recall the actual time the infusion was started. There was no staff from the unit the pt came from with the pt in the radiology department while pt was having the procedure done. Two hours into the procedure (4 hours after the infusion was started), the radiology department called the unit to say that the bag of corlopam was empty. The infusion was not resumed. The customer contact reported that this event did not increase the pt's length of stay in the hospital. There was no reported adverse effect to the pt. Though requested, there was no further information available.